Event description:
The patient was in the intensive cars unit, on a ventilator, a respiratory therapy student was placing an ultrasonic nebulizer in line on the ventilator circuit. The connectors were not made properely and the patient was not ventilated for a short period of time. The patient became apnic, was resuscitated without further incident and placed back on the ventilator. Patient was extubated four hours later, doing well.ventilator: bird 8400 st; model #15020; serial #ka001707; control #16-0319device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design - human factors. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.